Event description:
The patient contacted baxter's technical service center regarding a high drain 105 alarm (indicates the patient drained greater than 200% of the maximum prescribed cycle fill volume, meeting increased intra-peritoneal volume (iipv) criteria), which occurred on the homechoice pro (hcp) during use. The patient would talk to their registered nurse (rn) again as the patient had already called the rn. The patient had the following ultrafiltrations (uf): cycle 7 uf of 1056ml, cycle 6 uf of -87ml, cycle 5 uf of 139ml, cycle 4 uf of 138ml, cycle 3 uf of 110ml, cycle 2 uf of 115ml, and cycle 1 uf of -141ml. The fill volume equaled 1000ml. There was patient involvement but there was no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). The device has not yet been received but an evaluation is expected. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned and evaluated by the product analysis lab. A review of the device logs confirmed the reported increased intra-peritoneal volume (iipv); however, the iipv was not duplicated during evaluation. No device failure or malfunction was identified that could have caused or contributed to the reported iipv. Upon completion of baxter's investigation, a follow-up will be submitted.

Manufacturer narrative:
(B)(4). In follow up 001, the 'device evaluation' box was not checked even though the evaluation summary was completed within that follow up. This complaint for increased intra-peritoneal volume (iipv) was confirmed. Based on the information gathered during baxter's investigation, the root cause of the report was one or more cycles advanced to the next fill when slow/no flow occurred above the minimum drain volume threshold. This issue is being investigated through CAPA.